Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported unintended movement and difficult or delayed positioning were likely related to patient conditions. The reported tissue damage appears to be due to procedural conditions. The reported patient effect of tissue damage, as listed in instruction for use (IFU) is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report tissue damage occurring during grasping. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with 4. The patient had a very complex anatomy. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed but grasping was difficult. It was noted that due to the anatomy, the delivery catheter was difficult to control. After the last grasp, a small flail was created which could be caught with a good grasp and the clip was deployed. A second clip was used to further reduce mr. Two clips implanted, reducing mr to 2. No additional information was provided.